Event description:
It was reported that the insulin pump had a crack in the upper right corner of the screen and an unresponsive back button. The blood glucose reading was 83 mg/dl. The customer did not know how the damage had occurred. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window, and missing end cap sticker.